Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer was unable to move beyond the no delivery alarm. The customer's blood glucose was 152 mg/dl. Troubleshooting was done. Assisted customer with performing a 5.0 unit fixed prime, but the customer stated that insulin did not exit the tubing. The customer later reported that insulin exited the tubing. The customer stated that the insulin pump alarmed no delivery during the manual prime process. Subsequently, the customer explained that insulin did not exit during the manual prime. Advised customer that the insulin pump needed to be replaced. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.